Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the 12.0mm/8.0mm protection sleeve 188mm (part # 03.010.063/ lot # 9133112) was received at us cq. The distal tip of the device was deformed inward. There was a stress mark identified on the inner surface where the deformation was located. The received condition was consistent with the complaint condition thus the complaint was confirmed. Device failure/defect identified? Yes; distal tip of the protection sleeve was deformed. Dimensional inspection: dimensional inspection was not performed due to post-manufacturing damage. Conclusion: the overall complaint was confirmed for the received 12.0mm/8.0mm protection sleeve 188mm. Although no definitive root-cause can be determined its possible the device experienced unintended forces while in use . There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part: 03.010.063, lot: 9133112, manufacturing site: hägendorf, release to warehouse date: 26.sep.2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during inspection before the case it was found out that the screws of the protection sleeve come out the part of the sleeve that goes on and touches the bone was bent. There was no patient involvement. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity # 1). This is 1 of 1 for report (B)(4).